Event description:
Customer responded to the reservoir recall letter. Customer smelled insulin and the insulin would get on her hand. The insulin dripped from the transfer guard. Customer stated that she had low blood glucose readings. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.